Event description:
It was reported that during an arthroscopy of a shoulder the rf probe was plugged in a crackling noise could be heard when the health care professional pressed the pedal and sparks came from the tip. The device was never inserted into the patient to be used nor did it come into contact with the patient. A new device was used without any problem. The surgery did take extra time, however, it was not clear whether this was due to the issue with the device.

Manufacturer narrative:
Final device investigation determined that the complaint could not be confirmed. The device was function tested and passed the automated rf probe function tests. Inspection of the device showed that the device had been used.